Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the right coronary artery with no tortuosity and no calcification. A 3.50 x 38 mm xience sierra stent delivery system (sds) was advanced but failed to cross the lesion due to the anatomy. Resistance was also met with the anatomy on removal. A 6f guide catheter extension was advanced to the lesion. The same sds was re-advanced; however, failed to cross the lesion again due to the anatomy. During sds removal, resistance with the guide catheter extension was met and the proximal stent struts flared. The sds and guide catheter extension were removed together as a single unit without further issue. A new xience sierra sds was successfully used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual inspection was performed on the returned stent implant. The reported material deformation was confirmed. The reported failure to advance and difficult to remove could not be tested as it was based on operational circumstances and the stent delivery system was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the xience sierra, everolimus eluting coronary stent system, instructions for use (IFU) states: an unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged or dislodged during retraction back into the guiding catheter. It is unknown if the IFU deviation contributed to the reported event. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.